Event description:
The patient was injected into the vermillion border and lower lip. Three days later, the patient allegedly developed blisters, swelling and pain. Approx a month later, the areas were drained and the patient was prescribed keflex and vicodin. A culture was taken, but no results have been reported.

Manufacturer narrative:
Per product labeling, the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.